Event description:
It is reported that the pt was revised due to loosening of the patella component. Pain has also been reported.

Manufacturer narrative:
Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the component such as bone quality, activity level or type of activity (low vs. High impact) are unknown. A definitive root cause cannot be determined with the info provided. Eval: mfg documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.